Event description:
Device report from synthes (B)(4) reports an event in (b)(B)(6) as follows: it was reported that the mechanism on the radiolucent drive did not function when it was attached to a drill during an intramedullary nail procedure. The delay was short as the surgeon opted to use a freehand technique to complete the case. The procedure was completed using an alternative technique. The surgery was completed successfully with no medical interventions required. The patient was fine after surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
11245 is a supplier lot, synthes lot could not be verified; therefore, further investigation into the manufacturing records cannot be performed. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Power tool evaluation was completed on this device. The customer did not allege or identify any specific deficiency; it was observed during pre repair evaluation of the ((B)(4)) radiolucent drive mark ii that the device does not function at all. Evidence suggests this is due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.